Event description:
The customer's mother called to report that the customer was hospitalized for diabetic ketoacidosis and the blood glucose reading was over 500 mg/dl. Troubleshooting was performed and the insulin pump was programmed with the correct time and date. However, the mother stated that she programs the boluses for the customer, but none of the boluses show up in the bolus history. Advised the mother that the insulin pump would be replaced due to the history anomaly.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusions can be drawn at this time.